Manufacturer narrative:
Examination of the returned products confirmed the reported event. The investigation could not draw any conclusions about the reported event: however, evidence suggests that rim loading and that the liner was not properly seated may be attributed to the reported event, resulting from the disassociation of the liner form the cup. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This reporting is a duplicate of previously reported and investigated dint (B)(4). Previous examination of provided patient x-rays and explanted product was performed in dint (B)(4). The investigation confirmed disassociation of the liner possibly due to the liner not being fully seated and the subsequent edge loading of the femoral head on the acetabular cup. A search of the complaints databases finds no other reports against the reported product/lot code combinations not related to this reporting. Previous review of device history records did not find any anomalies or deviations that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt bend over, heard a crunch sound, and felt pain in her hip. Pt was x-rayed and showed an extruded poly liner.